Manufacturer narrative:
It was reported that the compressor could not be turned on and pipeline was leaking, the onsite investigation performed by the field service engineer (fse) concluded that the compressor startup capacitor was broken and the tubing kit was worn. The reported issues were solved by replacing the startup capacitor and the tubing kit and the compressor worked normally after replacement. The replaced parts were not returned for investigation, the root cause for the reported issues could not be determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the compressor did not start and the output pressure was zero. The pipeline was leaking. The patient involvement is unknown. Manufacturer ref.#: (B)(4).